Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, rupture, silicone migration and lymphadenopathy capsular contracture and rupture are known potential adverse event addressed in the product labeling.

Event description:
Patient reported unspecified side rupture, device migration, anxiety, and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unspecified side rupture, device migration, anxiety, and capsular contracture baker grade unknown. The device has been explanted.